Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling sound coming from the mobile power unit (mpu), serial number (B)(6), was confirmed via the returned mpu. The mpu returned and evaluated at the service depot on (B)(6) 2021. It was found that the internal patient cable mounting bracket screw had loosened and had fallen off the inside cover. The screw was floating inside the housing which was the root cause of the rattle sound. The floating screw was removed, and a new screw was placed back on to the patient cable bracket and tightened down which resolved the reported event. The unit was then run for several days without issue. A full functional checkout was performed, and the unit passed all tests. A manufacturing analysis task was opened to further investigate the loose internal patient cable mounting bracket screws in the mpu. The manufacturing analysis task determined that the issue was manufacturing related. Abbott manufacturing reviewed device history records for the unit and found that the functional tests passed and the procedure was followed. This appears to be an isolated issue, awareness training was conducted. No further action is required at this time. The root cause for the reported event was determined to be a loose patient cable mounting bracket screw inside the mpu housing. The device history records were reviewed and the records revealed the heartmate mobile power unit (erial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 21dec2020. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook (rev. C), under section 3 ¿powering the system¿ covers that you should inspect the mobile power unit for damage and to not use the mobile power unit if it shows signs of damage. In addition, section 3 covers that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. Heartmate ii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had an internal rattling sound when the patient was being moved on the step down unit. It sounded like a piece came loose within the device. There was no alarm and the mpu appeared to be functioning appropriately, but the customer opted to give a new mpu prior to being discharged home.